Event description:
According to a hosp nurse, a working element sparked during a transurethral resection of the prostate ("t.u.r.p."). The procedure was completed with another device and there were no injuries related to the occurrence.